Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The proximal set up joint (psuj) was analyzed and found the reported error 25734 was confirmed but not replicated. In the system error logs, error 25734 was confirmed, coupled with errors 25730 and 32133, indicating that the armnet encountered multiple communication faults between the universal surgical manipulator (usm) compute engine (uce) 1 board and the usm. Upon visual inspection, no issues were found related to the reported event. Installed the proximal onto a golden system where no faults occurred in normal mode and the unit functioned as expected. Tested the proximal on a patient side cart (psc) fixture test platform (pftp) where it passed all relevant testing. The distal set up joint (suj) was returned for failure analysis with a reported problem of recoverable 25734 faults was confirmed but not replicated. In the system error logs, error 25734 was found indicating maxm (motor axis message) bad checksum reported by act in the suj distal thus confirming the faults occurred in the field. It was coupled with similar motor axis message errors 25730 and 25733. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system where it functioned within specification. The unit was also installed on a patient side cart (psc) fixture test platform (pftp) where it passed all relevant tests with no log errors. The complaint regarding recoverable errors was confirmed by failure analysis. The probable root cause is attributed to a defective axes controller setup (acu) board.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that recoverable faults occurred on universal surgical manipulator (usm) 3 whenever it was used. The user attempted to recover from the errors, but the issue persisted. Tse recommended attempting a system power cycle and performing an emergency power off (epo) at the patient side cart (psc), and the user planned to try the epo when possible. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: contact person reported that the error continued to occur even after hitting recover. The surgeon abandoned the arm and completed the procedure with 3-arm. Patient demographics were not provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse arrived onsite, with no errors pertaining to armnet. Replaced proximal set up joint (psuj) and distal set up joint (dsuj) to correct reported problem. The system was tested and verified as ready for use. Isi did receive the psuj and dsuj involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.